Event description:
The pt has a scs system which includes two leads from the same lot. It was reported the pt was not receiving stimulation and was experiencing autoreducing. Reprogramming was done on multiple occasions and was able to provide effective stimulation for a short time. Lead diagnostics showed multiple invalid contacts and an x-ray revealed a possible fracture. The pt does not want to pursue surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.